Event description:
Reported indicated, a vns pt was interrogated and found to be at unintended settings. Per the reporter, an interrupted systems diagnosed test occurred at an office visit two weeks previously. The interrupted test is suspected to have caused the settings to change. Attempts for vns programming history to further investigate, the event are in progress.